Manufacturer narrative:
The lead was capped, therefore, it will not be returned for analysis. As a result, the reported clinical observation cannot be confirmed. The event will be re-evaluated if add'l info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type as found or indicated.

Event description:
The customer reported this atrial lead exhibited undersensing due to low p-waves. The physician decided to cap the lead and removed the pacemaker; a new lead and pacemaker were successfully implanted. The lead was actively implanted for approx 14 yrs, 6 months.